Event description:
It was reported that the 9800 system had a error message displayed. No patient injury was reported.

Manufacturer narrative:
The customer cancelled the service call. A follow up report will be filed when additional details become available.